Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the customer was admitted to hospital in 2015 due to loss of consciousness. It was stated that the infusion device had a malfunction and the customer was advised not to use it any longer. The infusion device has not been used since that time. No more details could be obtained.